Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for evaluation. However, the investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It is reported that the black material on the xtra-fix external fixation bars had flaked or rubbed off. The patient underwent a procedure to remove the device and place a trauma plate and screws. No additional patient consequences were reported.